Event description:
It was reported during insertion of the intra-aortic balloon (iab) therapy, the iab ruptured. The iab was removed. There was no reported injury to the patient.

Manufacturer narrative:
Corrected initial reporter name and address: removed 'rn'. Lot#: 3000093891, serial#: (B)(4). The product was returned with the membrane completely unfolded with blood on the exterior and interior of the catheter and between the maquet sheath and the catheter. The sheath was partially over the membrane. The extender tubing was also returned. One catheter tubing/inner lumen kink was observed closest to the y-fitting at approximately 77cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing and extender tubing was performed and one leak was detected on the membrane at approximately 1.3cm from the rear seal and 0.051cm in length. The reported problem was most likely triggered by the leak found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by a calcified plaque in the aorta. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint record#: (B)(4).

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported during insertion of the intra-aortic balloon (iab) therapy, the iab ruptured. The iab was removed. There was no reported injury to the patient.